Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results, with two different vials of test strips with the same meter within 10 minutes: 58 mg/dl using customer's test strips and 230 mg/dl using pharmacy test strips (unknown lot number) on customer's meter. No adverse event reported. Return of the suspect device was requested for evaluation.